Event description:
Patient was revised to address persistent effusion and possible infection. Update: (B)(6) 2011 - received litigation papers. They allege: patient was implanted with a depuy asr hip on his right side on or about (B)(6) 2008. Following surgery, patient experienced pain, discomfort, and soreness, which in turn negatively affected patient's ability to walk, move and sleep and underwent revision surgery for aseptic failure of his asr component. Subsequently, he experienced pain, discomfort, swelling, and drainage from a seroma and underwent placement of a drain on or about (B)(6) 2010 and eventual irrigation and debridement with modular component exchange with bursectomy and synovectomy on or about (B)(6) 2011. Following subsequent evidence of infection, he underwent a two stage revision on or about (B)(6) 2011 and (B)(6) 2011 with intervening antibiotic regimen which included placement of a PICC line for intravenous antibiotics. He continues to experience pain and discomfort. Patient had his implant removed on (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address persistant effusion and possible infection. Doi: unk - dor: (B)(6) 2011 (right side). Update (B)(6) 2011- received litigation papers. They allege: patient was implanted with a depuy asr hip on his right side on or about (B)(6) 2008. Following the surgery, patient experienced pain, discomfort, and soreness, which in turn negatively affected patients ability to walk, move and sleep and underwent revision surgery for aseptic failure of his asr component. Subsequently, he experienced pain, discomfort, swelling, and drainage from a seroma and underwent placement of a drain on or about (B)(6) 2010 and eventual irrigation and debridement with modular component exchange with bursectomy and synovectomy on or about (B)(6) 2011. Following subsequent evidence of infection, he underwent a two stage revision on or about (B)(6) 2011 and (B)(6) 2011 with intervening antibiotic regimen which included placement of a PICC line for intravenous antibiotics. He continues to experience pain and discomfort. Patient had his implant removed on (B)(6), 2010. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the revision operative note indicated a malpositioned cup. It also noted there was no infection. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.